Event description:
Customer reported that last year she had unexplained high blood glucose and dka. Customer stated that she was taken to the emergency room and was hospitalized twice. The blood glucose reading was over 600 mg/dl. Customer stated that her insulin pump buttons were not working correctly. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The unit passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Unit had cracked case at display window corners, reservoir tube, broken belt clip slot noted.